Event description:
The manufacturer's evaluations department discovered that the returned advantage meter's strip icon was missing from the display. The original owner of the device had not reported this problem to the manufacturer. No action or treatment resulted. No adverse event reported.